Event description:
The complainant alleged that while attempting to defibrillate a pt, age and gender unknown, the clinician pressed the charge button on the paddles and the device displayed a "release button" message and pressing the energy down button caused the device to charge. The complainant indicated there was no adverse effect to the pt as result of the reported malfunction.